Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3093, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during an implant procedure the insulation on the proximal end of the lead was split away. The rep reported that metal could be seen and that the physician would do impedance tests and then decide what to do with the lead. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1d2n6, product type: lead.

Event description:
Additional information was received from a rep. It was reported that no intervention was done since the impedance was okay. The outcomes appeared to be good and the rep hadn't heard from the office or the physician. The physician appeared to have cut the insulation when they cut the silk tie off of the boot. The issue was noted to be resolved at the time of the report. There were no further complications reported or anticipated.